Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 3830 lead, implanted: (B)(6)2007; 4195 lead, implanted: (B)(6) 2011. (B)(4).

Event description:
It was reported that the right ventricular lead had high impedance, noise and a confirmed fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.